Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up noise was seen on the right ventricular (rv) lead marked as non-sustained episodes. Noise was reproduced with a very low signal. The patient was not pacemaker dependent. A request was sent to boston scientific technical (ts) services for review. The patient was booked for a three month follow up in order to monitor the rv lead. Ts reviewed the data disk and confirmed non sustained episodes showing noise on the rate/sense and shock electrocardiogram of the rv lead. The shock and pacing impedance measurements appeared stable and good. Ts discussed possible troubleshooting to be performed at the next follow up and noted possible indications for the reported observations. At this time the device and lead remain implanted. No adverse patient effects were reported.